Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported elevated blood glucose values due to kinked infusion cannulas. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. On 3-4 occasions, blood glucose elevated as high as 20 mmol/l (360 mg/dl). The infusion canula was found to be kinked on each occasion when the pt experienced hyperglycemia. Insertion device was used to insert the headsets, and blood glucose would start to increase several hours after insertion. Pt first used this type of infusion set in (B)(6) 2010. Infusion ses were requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Additional info was not provided.